Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in intensive care unit of a hospital. She was in and out of hospitals. The caller is awaiting the autopsy results, but at this time it is believed that the cause of death is cardiac. The caller stated that recently the customer had an automobile accident, a back surgery, and, one a week prior to passing, was admitted to a hospital with diabetic ketoacidosis. She had pneumonia but was still discharged. The customer had kidney failure; was admitted in renal failure twice. She also had cardiac issues. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death. The caller did not know how long the device had been disconnected. The caller stated that the customer was an addict and an IV user. So, the doctor felt that she was unable to continue with insulin pump therapy. The caller does not have the customer's insulin pump.